Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital due to low blood glucose (bg) level of 43mg/dl and loss of consciousness, cause was unknown. Reportedly, the customer had received pump alerts warning of low bg, however, the customer did not hear the alerts. Although requested, the customer declined to provide additional information.